Event description:
It was reported that the ilet pump stopped dosing insulin overnight after a dexcom g7 sensor expired, with no insulin delivery for several hours and a ¿dosing stopped¿ alert identified; after the sensor was replaced, the user did not enter the sensor code initially, which delayed insulin resumption until the code was entered and pairing completed. Symptoms included hyperglycemia with a reported blood glucose high of 369 mg/dl. Outcomes included correction of hyperglycemia after cgm pairing was completed and insulin delivery resumed, with user education provided on meal announcements and bg run mode. Investigation included review of device alerts, delivery history, and cgm pairing status with guided troubleshooting. Investigation of this case revealed dosing suspension due to cgm expiration and an incorrect or missing sensor code entry that prevented proper cgm-pump integration until corrected; no device hardware malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to cgm replacement and code entry, with device functioning as designed once correctly paired.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.